Manufacturer narrative:
The insulin pump was pump received with constant failed battery test alarm after inserting battery due to corroded battery tube. Analysis was unable to verify for prime/fill anomaly, low battery or off no power alarm due to constant failed battery test alarm. There was no weak battery alarm noted during testing. The pump was received with cracked case at display window corners and cracked reservoir tube lip. There was no damage inside pump noted.

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly, low battery, and weak battery alarm. The blood glucose at the time of the incident was 126 mg/dl. The customer assembled his set, but when she filled the tubing the pump continues to fill tubing and won't let customer pass this point. The customer states they are unable to exit the "preparing to prime" loop. The customer states they did not receive a second series of beeps, nor did the numbers appear on the screen.